Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient reported inaccurate cgm values but did not have a bg meter for comparison. The cgm readings indicated 50 mg/dl, and the patient self-treated with cereal, a banana, and orange juice. Despite the low readings, the patient was asymptomatic. The following day, on (B)(6) 2025, the patient's sister took the patient to the emergency room (ER). At the ER, the cgm readings were 62 mg/dl, while the bg meter readings were significantly higher at 510 mg/dl. The patient was treated with 14 units of insulin to lower the high blood glucose levels. Additionally, an IV saline drip was administered to help with hydration and stabilize the patient's condition. An electrocardiogram (EKG) was performed to monitor the heart's electrical activity and check for any abnormalities. The patient was discharged approximately five hours later, feeling "fine" at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient self-treated on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid when checked in the ER on (B)(6) 2025. No additional patient or event information is available.